Manufacturer narrative:
This is a malfunction that was reported to our international affiliate. The product is not sold in USA but it is similar to the rt240 which is sold in the USA. The complaint device is en-route to the manufacturer. Method- the actual device was visually inspected by our service personnel. Results: our service department office found a hole found in evaqua tubing. The investigation will continue when the device is returned. Conclusions: no conclusion can be made at this time. We are aware of other reports concerning holes in the rt340 breathing circuit. The occurrence rate for these are less than 0.008%.

Event description:
A hospital in another country reported that an rt340 failed the pressure test on pb840 ventilator.